Event description:
The pump was returned to animas for a damaged bolus button. Evaluation found contamination under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact with no peeling or other damage observed. The keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was found under the contrast and up button contacts. Unrelated to the issue, the bolus button was found to be missing and was unresponsive to presses; evaluation found that the button slug was missing. A damaged bolus button is obvious and detectable to the user and should alert the user to discontinue use of the device. Also unrelated to the issue, the display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.